Event description:
Rptr alleged obtaining blood glucose results of 9 mg/dl and 7 mg/dl which are outside the reading range of 10-600 mg/dl of the complete system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.